Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited the screen was full of static and there was no picture. The issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.